Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they could not acquire a 3-lead ECG waveform on a patient. They switched to a different mrx defibrillator and were able to acquire the 3-lead ECG waveform; they are unsure whether the same or different cabling was used. There was no patient harm.

Event description:
The customer reported that they could not acquire a 3-lead ECG waveform on a patient. They switched to a different mrx defibrillator and were able to acquire the 3-lead ECG waveform; they are unsure whether the same or different cabling was used. The involved patient was reported to have experienced no harm or adverse patient impact.